Event description:
The customer called into philips to report the battery will not work. When the ac module is not charged, the battery will not work. There was no reported patient involvement / adverse patient impact.